Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured may 19-20, 2025. H11: the actual devices were not available; however, three (3) companion samples were received for evaluation. Visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on one (1) random companion sample by installing the sample on the compounder; bubbles were observed during the direct entry compounding cycle. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets had air bubbles forming resulting in bubble detection alerts on the compounder. This was observed when ingredients were pumping on ports 1-5 during priming and preparation with total parenteral nutrition (tpn). A set from a different lot was used to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.